Event description:
Device 1 of 2: MFR refrence report: 1627487-2019-04606.it was reported that the patient was not getting adequate therapy. The patient reported falling on ice about a year after implant and not having adequate relief thereafter. The lead and ipg were explanted and replaced on (B)(6) 2019. The patient has effective stimulation post operatively.

Event description:
Device 1 of 2: MFR. Reference report: 1627487-2019-04606.